Event description:
Customer stated they were not feeling well and performed a blood glucose test based on result of 115 mg/dl at 6:30pm. They took no medication based on result. The customer was still experiencing an upset stomach and had a light supper. They stated they did not have there normal ice cream at night with their normal amount of insulin. The next morning at 7:15am the customer was found "out of it." Family member called paramedics and they received a result of 87mg/dl. The customer was taken to the hosp were a lab was done with a result of 50mg/dl. The customer was given an IV and glucose. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.